Manufacturer narrative:
The probe was not returned to neuwave for evaluation and has been discarded by the user. There were multiple ablation procedures at the customer facility the day of the reported event. The customer did not know which procedure was related to the reported adverse event. Neuwave reviewed the system logs for all cases at that facility on the date of the event. No relevant system or probe errors were identified. A review of the device lot history records for all probes used at the facility on the day of the event indicated that all probes met all specifications and passed all manufacturing tests. No additional investigation is planned.

Event description:
On june 15th, 2017, neuwave was informed that on (B)(6) 2017, a patient that had a liver ablation performed on (B)(6) 2017 developed a high heart rate and white blood cell count over 20. Imaging identified fluid collection near the ablation site. The fluid was drained and the wbc reduced to 10. The customer was not certain which probe types were used, nor the power and time settings. No system malfunction is alleged. The physician stated that this was the first time they experienced any fluid collection near an ablation site. The probes used in the case were discarded and are not available for evaluation.